Event description:
It was reported that an over infusion occurred with a pump while infusing cardizem to a pt. The reported event infusion was started on (B)(6) 2011 at 1:35 pm. At 3:00 pm it was reported that the IV bag was empty. The history log displays a rate of 5 ml hr with 125 ml vtbi as the reported start time of the infusion.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate accuracy test was performed per the spectrum service manual 41019 rev aa (pm inspection: 200ml/hr for 50 ml) with the unit passing. A second flow rate accuracy test using the actual event parameters (5 ml/hr for 5 ml) found in the history log for a period of one hour was performed with the unit passing. Review of the pump's history log shows the IV tubing was removed from the pump at the customer's reported time of discovery (3:00 pm est (19:40 gmt)). No malfunction was identified.